Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was symptomatic pelvic relaxation and urinary incontinence.­­­­­­­­­ the procedure performed was total vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior repair, posterior repair and lapa roscopic burch procedure. In 2011 - the patient underwent a procedure for low anterior resection with removal of fistulizing mesh and primary anastomosis with the preoperative and postoperative diagnosis was for rectovaginal fistula. Since then, she has had erosion, pain, infections and prolapse.